Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and was not able to duplicate the reported issue. The stm cycled the system or one hour with no errors. The stm replaced the safety disk and tidal disk due to cycles. The stm performed complete pm with calibration, functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped working and a "gas exchange" error message occurred. No patient injury or harm was reported.

Event description:
It was reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) stopped working and a "gas exchange" error message occurred. No patient injury or harm was reported.